Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy at pod activation. The pod was not worn.

Manufacturer narrative:
The pod was received with the cannula not deployed. Pod download data revealed that it completed first priming prematurely, resulting in early completion of second priming without deploying the needle/cannula. Discontinuity was observed in open group of pulses of the rotational sensor data, indicating a rotational sensor malfunction. This led to the early completion of priming and contributed to the reported needle mechanism failure to deploy needle/cannula. No damages were observed in the received device during inspection. The actual cause of rotational sensor malfunction could not be determined.